Manufacturer narrative:
The customer provided instrument csv files, however these were insufficient to be used for further investigation. However, based on the details provided by the customer, this event appears to be in scope of a confirmed software issue with the epoc system. When a new test is run which re-uses the database test ID of a previously run test that was deleted by the test retention feature, any result in the deleted test that is not an analyte in the new test will be pulled in and displayed as part of the new test, this includes measured, calculated, and corrected results. Siemens is taking action to address this issue. It is estimated that the probability of occurrence for this issue is low as there is a very specific sequence of events that must be met for this software issue to occur. A field action poc 24-001 "potential for test record to include unselected analytes" was released on october 19, 2023. Crr # 3002637618-10-19-2023-003-c.

Event description:
The customer alleged that their data manager presented all results for the entire test panel, and not just the ones they selected when running their epoc instrument. The customer later reported that their instrument was operating as intended after updating the configuration of their data manager. At that time, this was believed to be an issue with the data manager. On (B)(6), during the investigation of another complaint, a software issue was found. A review of the information provided by this customer determined that this complaint was in scope, and it was therefore re-escalated.